Event description:
It was reported that sometime post a port placement, after inserting the catheter into the blood vessel, the device was allegedly unable to be confirmed with reverse blood on applying negative pressure. It was further reported that the device was allegedly unable to be flushed on applying positive pressure. Reportedly, the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port kit was returned for evaluation and one image was provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Upon functional testing, aspiration and infusion was attempted and was successful. Therefore the investigation is inconclusive for the reported flushing and suction issues as there were no difficulty in infusion and aspiration was identified during evaluation and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 09/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, after inserting the catheter into the blood vessel, the device was allegedly unable to be confirmed with reverse blood on applying negative pressure. It was further reported that the device was allegedly unable to be flushed on applying positive pressure. Reportedly, the device was removed and replaced. There was no reported patient injury.